Event description:
It was reported that a lead integrity alert (lia) triggered due to elevated short interval counts (sic) and elevated pacing impedance. Subsequently, t-wave oversensing (twos) was noted with a spike in bipolar pacing impedance. A review of x-ray indicated no integrity or connector issue. Additionally, randomly occurrences of sic was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. The impedance on the rv pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and oversensing associated with the rv lead. Rv lead integrity warning occurred on (B)(6) 2014 for sic greater than 30 in 3 days and rv lead impedance variation in last 60 days. Beginning (B)(6) 2015, ventricular sic; ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2014, rv pacing impedance spiked to 1007 ohms up from a trend in the 300-400 ohm range. Beginning the week of (B)(6) 2014, rv pacing impedance has been varying up to 1140 ohms and down to 285 ohms. (B)(4).

Event description:
It was additionally reported that the lead exhibited non-physiological noise. The lead was explanted and replaced.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; partial lead in segments returned and analyzed.

Event description:
It was further reported that there was high impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant medical products: 457445 lead, implanted (B)(6) 2008. (B)(4).